Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a left subclavian tavr procedure, the physician was unable to align the delivery system and the valve subsequently migrated off the center markers. Upon withdrawal, the valve was caught on some calcium at the ostium of the left subclavian artery and the delivery system separated internally. The patient expired on pod1. Access was obtained via cutdown. No bav was performed. After valve alignment, when the pusher was pulled back (flex tip), the valve moved back off the center marker of deployment balloon. Alignment was attempted again and the same thing happened. The third time the operators moved the valve to align in a different location of ascending aorta and when the flex tip was moved back, the valve migrated off the center marker again. A fourth attempt was performed to align the valve appropriately and this time when the pusher (flex tip) was pulled back, the valve was caught ¿underneath¿ at one of the valve stent struts. Attempts to fine adjust the valve where performed, however the valve was still caught on the flex tip. The physician decided to remove the entire system and wanted to try another device/valve. Upon removal of the commander, esheath and 26 mm sapien 3 valve, the valve became ¿caught¿ on some calcium at the ostium of the left subclavian artery. The commander handle, flex tip, and esheath where removed from the body. Remaining on the wire was the balloon, valve and approximately 90 cm of the inner balloon shaft. These were on the long super stiff guidewire. At some point the delivery system had separated internally. Eventually, the valve, balloon and wire were snared via lfa access obtained percutaneously by a vascular surgeon using 14f esheath inside of a 20f dry seal esheath. A second 26 mm device was prepped and the 26 mm s3 valve was delivered via transfemoral approach. The patient never recovered from the procedure and expired on pod1.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. No imagery from the procedure was provided for review. The delivery system was returned to edwards for evaluation. The delivery system was returned fully inserted through a loader and esheath, with the inflation device attached. Visual inspection of the delivery system revealed the guidewire lumen was separated from the t-connector with the guidewire inserted. The balloon spring was elongated, but attached at both ends. The distal adhesive of the balloon spring appeared to have shifted distally, likely due to the withdrawal difficulty. Evidence of adhesive was present on the guidewire lumen. The crimp balloon was torn adjacent to the I/c bond. The balloon wings were flared outward and the balloon ¿pumpkin¿ was bunched. The inflation balloon / nose tip was separated from the guidewire lumen. One balloon wing was bent underneath the valve as returned and the valve was returned on the proximal tapered length of the inflation balloon. Heavy gouges were also observed on the flex tip face. The locations and directions of the gouges are indicative the valve ¿diving¿ into the flex tip. Evidence of adhesive on the proximal end of the guidewire lumen was observed. No visual abnormalities were observed on the sheath. The sheath shaft was expanded as designed, with no distal tip damage. No functional testing could be performed due to the condition of the returned device. Dimensional analysis of the double wall thickness was performed on the crimp balloon along the balloon separation. All measurements met specification. The flex tip outer diameter (od) was also measured. All measurements met specification. During the manufacturing process, the entire delivery system, including the crimp balloon, inflation balloon and nose tip, are tested multiple times and undergo multiple inspections. Additionally, product verification testing was performed on samples from the device lot prior to release. These inspections and tests support that it is unlikely that a non-conformance contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, the report of the torn balloon, delivery system withdrawal difficulty and separated distal nose tip were confirmed. However, no manufacturing non-conformances were identified in the returned device. The report of the valve movement on balloon could not be confirmed due to the condition of the returned device. The exact cause of the torn balloon could not be confirmed. Procedural factors (manipulation of the device during multiple valve alignment attempts), in addition to patient factors (access vessel mld, calcification, tortuosity) likely contributed to the torn balloon and subsequent withdrawal difficulty. Excessive force or device manipulation during withdrawal likely contributed to the nose tip and guidewire lumen separation. Although the reported valve movement on balloon was not confirmed, it is possible that the torn balloon or procedural factors (manipulation of the device during advancement and valve alignment) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Reference user facility medwatch report number mw5070971.

Manufacturer narrative:
The delivery system was returned to edwards for evaluation. During preliminary evaluation, a kink was observed on the balloon shaft due to packaging. The guidewire lumen was observed to be separated with the guidewire through it, spring was stretched out. The edwards sheath was inserted into the non-edwards sheath. The edwards sheath that was inserted into the non-edwards sheath was unexpanded. The delivery system was inserted through sheath and loader with atrion attached to y-connector. The balloon and valve were observed to be stuck inside the non-edwards 20fr sheath. I/c bond separation was confirmed, one of balloon wings was bent underneath the valve and one wing was bent. No visual observations on sheath attached to delivery system, sheath expanded as designed and had no distal tip damage. Investigation is ongoing.